Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/ debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/1.0/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a same size lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.